Event description:
Rn reported home pt had two incidents of peritonitis. The first peritonitis event was diagnosed on 11/14/98. The pt was treated with ceftaz and vancomycin (dosages unk). The second event was diagnosed on 1/12/99 and the pt was hospitalized. The home pt was treated with tobramycin, vancomycin, nafcillin and rifampin (dosages unk).